Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On dec 13, 2017: (B)(6) litigation received. Litigation alleges that the patient suffered from severe pain and discomfort. Patient also tested for metal ions well above an acceptable range, along with metallosis, tissue damage and related complications. Doi: (B)(6) 2010 : dor: not reported (left hip).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.